Event description:
It was reported that the patient's device was "not running the right way" and the patient was told "it would need to be replaced." Additional information has been requested. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable neurostimulator (ins) and all its related components were explanted on (B)(6), 2012. The ins was not replaced, as the patient had decreased pain and wanted it removed. The patient recovered without sequela. No further information as reported.

Manufacturer narrative:
Analysis results for neurostimulator model 37711 serial# (B)(4), showed no significant anomalies. Analysis of lead models 3986a lot numbers n067280 and n0049219 showed no significant anomalies. Analysis of extensions models 3708360 serials (B)(4) showed no significant anomalies. Analysis of titan anchor model 3550-12 showed no anomalies

Manufacturer narrative:
Product ID: 3986a, lot# n067280, implanted: (B)(6) 2006, product type: lead. Product ID: 3986a, lot# n0049219, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.